Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during adrenalectomy, when inside the patient's cavity the grip part of the device was damaged. Damaged parts fell out and was retrieved because they are outside the patient's body. There was no unanticipated tissue loss. There was no extended patient hospitalization. There was no medical or surgical intervention needed. The patient status is unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the spring grip for the threaded anchor was broken. The obturator was not received. The trocar, cannula, envelope seal and circular seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken spring grip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.